Event description:
Country of complaint: (B)(6). Complaint states: the needle was broken at the tip (vascular suture).

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.